Event description:
During a pulsed field ablation atrial fibrillation procedure, upon removal of the dilator from the agilis 13f sheath there was excess blood. It was noted that the agilis 13f sheath was leaking at the back hub upon inserting the non-abbott (boston scientific versacross connect) wire. The volt catheter was then inserted into the agilis sheath, and air was aspirated. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.